Event description:
The pt called lifescan and alleged that the meter was reading inaccurately low. The pt stated that they obtained a result of 0 mg/dl. They contacted their nurse for advice and was told to retest and to ignore the result. They stated that they felt fine at the time so they retested and obtained a result of 95 mg/dl. The pt was comfortable that this was their glucose result. No injury or harm was alleged. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed a check strip test, which passed, they did not want to perform a control solution result. Based on the information provided, this case will be reported as a malfunciton. The customer received a reading of 0-mg/dl and was not experiencing any symptoms. This reading is considered erroneous on its face since and individual is expected to have altered consciousness with such a low result. No replacement items are being sent.